Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator ii for bpl ii device was defective - the button was stuck. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: could you please confirm whether the button that get stuck is refers to the mode switch (fwd/locked symbol/rev) or it refers to the trigger? It is related to trigger. A visual and functional assessment was performed on the device according to se_473933_ao. The following steps failed: section 70: check for sticky trigger section 110: check oscillation frequency with frequency meter during the service evaluation the following failures were identified: functional : insufficient/low power internal finding : worn seal functional : sticky trigger conclusion: ¿ failure reported is confirmed ¿ root cause: faulty parts (3210) device history review as the root cause of the failure is not related to design/manufacturing/material issue, a CAPA is not proposed..